Event description:
Patient status post radius and ulna fractures on (B)(6) 2010, was implanted with lcp plates and screws. Patient was returned to the operating room on (B)(6) 2011. The surgeon determined at that time that the radius had healed, and the plate was not removed, with the ulna having a less that perfect union. Surgeon revised the ulna from an 8-hole lcp plate to a 12-hole lcp plate. Surgeon noted the non-union may be the result of an allergy. Patient was treated for possible allergy with steroids and shows signs of healing. The patient is being evaluated by an allergist. This is seven of seven reports for the event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.